Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: the cartridge and battery caps were not returned; all testing was completed with test caps. The original complaint of an unresponsive keypad could not be duplicated or confirmed; all buttons were responsive. The keypad was removed and no contamination was observed. The pump case was also removed and no moisture or loose components were found.